Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user requested return of the ilet system after experiencing nighttime low blood glucose readings and discontinuing use in favor of multiple daily injections; the user declined further training or troubleshooting and noted difficulty because the device was not in the user¿s preferred language. Symptoms included hypoglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included review of available case details. Investigation of this case revealed no device malfunction reported, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.